Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "lines in display" was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of lines in display. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the radiology department. According to the hospital representative, there was no patient involvement, injury, or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.